Event description:
During a therapeutic stone retrieval procedure a holmium laser was used and it severed this stone cone retrieval coil. The doctor attempted to retrieve the coil from the ureter, but was unsuccessful, so he placed a stent and planned a procedure for a week later. The follow up procedure was a ureteroscopy and the coil was retrieved successfully with a basket. Another stent was placed. This device has not been returned for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met is specifications. Company directions for use state: "do not directly fire upon the device with a laser...warning: to minimize risk of device breakage or pt injury, do not fire laser directly on any part of the stone cone."